Event description:
The lay reporter contacted lfs on (B)(6), 2010 alleging that the patient's one touch ultra 2 meter powers off during use. The reporter mentioned that the reported issue began two days prior to contacting lfs, due to the alleged issue, the patient skipped dosage or stopped his medication (insulin). The following day the patient developed symptoms of feeling sweaty. The patient did not self treat or seek any medical attention due to the alleged issue. This is not the first time the product is being used. The batteries did not need to be replaced. Customer service verified that there was any misuse of the product. The alleged issue was not resolved via troubleshooting. The product was replaced. The complaint is being reported since the reporter alleged that due the meter powering off during use, he was unable to test and later developed symptom suggestive of hypoglycemia.

Event description:
Reporter alleged the customer was lethargic, "fainty" and light-headed when he was tested at school on the aviva system with a result of 122 mg/dl. Reporter stated that the school did not delay in calling the emts who obtained a result of 41 mg/dl on their system when they arrived. Reporter stated he was taken to the hospital after he was treated with orange juice and an IV. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Follow up #1/supplemental report text- (B)(6), 2010. This device has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing .if any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.